Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) picture of a used 20g introcan safety needle was returned from the customer. No samples were returned. Visual examination of the picture noted the safety clip to be sideways. The returned picture has been confirmed. Although the photo confirmed the reported defect, without the actual sample to evaluate, the exact root cause of this incident could not be determined. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If a sample and/or any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: this report is for event 1: customer reports, "we experienced two needle stick injuries while using introcan safety IV catheter." The catheters involved were either an 18g (lot:18b12g8274) or 20g (lot: 0061594687). Event 1: after IV start the provider was holding the unit in their hand with the safety engaged and sustained a "bump" and the safety disengaged and impaled the provider through their glove. Event 2: the incident involving the 18g catheter will be reported via report number 9610825-2019-00375. While carrying a trash bag the provider was impaled with a used unit. Upon examination the unit's safety device was not engaged, rather half-way back on the stylet.